Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: event site postal code: (B)(6). Event site state: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) abnormal sound coming from pump. A getinge field service engineer after diagnosis we found that suspected problem in pump assembly. Its need to be replaced. Pump assembly qty (B)(4) part no-d102-00-0001 under cmc. Need to be replaced. Work done-(B)(6) 2024. After replacing pump assembly it¿s working properly. Checked all functions. Handed over in proper working condition. No patient involvement.

Event description:
N/a.

Event description:
It was reported that during a routine check up by perfusionist, the cs100 intra-aortic balloon pump (iabp) had an abnormal sound coming from pump. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an abnormal sound coming from pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).